Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the surgeon could not remove the cdh25 device. The surgeon excised the tissue and reanastomised with another stapler. The device was discarded.